Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the transcarotid artery revascularization (tcar) procedure. The target lesion was within the left distal common carotid artery (cca) and proximal internal carotid artery (ica). Upon insertion of the arterial sheath, the j-wire retracted and a significant dissection of the posterior wall of the left cca occurred. Attempts were made to navigate to the true lumen with the 0.014 guidewire without success. Two additional attempts were made to re-access the cca without success. The procedure was converted to a carotid endarterectomy (cea). Endarterectomy was completed, and the patient woke up neurologically intact. The patient has since fully recovered.